Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient presented today that he had taken a fall and wanted to get his system checked. Impedance checks were normal. X-ray taken showed that the leads moved approximately one vertebral body down. Rep reprogrammed the patient¿s leads and was able to capture painful areas through patient mapping. The issue was resolved. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(4) 2020. Product type lead product ID 977a260, serial#: (B)(4), implanted: (B)(6) 2020. Product ID: 977a260, serial/lot #: (B)(4), ubd: 30-oct-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 30-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.